Manufacturer narrative:
The investigation of automated impella controller (aic) - damage has been completed. The root cause of this broken pump connector cover was most likely use related. E4 should have been left blank on manufacturer device report 1220648-2024-19216.

Event description:
The complainant reported that the plastic around the impella plug on the automated impella controller (aic) is broken. The dust shield is not able to move properly due to broken plastic. A different aic was used and no patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.